Event description:
A lifecor customer services rep (psr) contacted a lifecor account coordinator (ac) to report that her battery packs would not fit into the monitor. The psr stated that there appeared to be bent pins inside the monitor. The ac sent the psr a replacement monitor. Lifecor customer support contacted the psr to verify that both battery packs were not damaged. The psr stated that both battery packs worked with the replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The psr received a replacement monitor.